Event description:
Wife of home patient (hp) reports patient line of homechoice set was not priming completely. Hp's wife had to reprime line several times on one occasion and discontinue treatment and set up new supplies on another. Per hp's wife, there was no patient injury or medical intervention as a result of incidents.